Event description:
Pursuant to info received from the physician, she received the saline device with the inner packaging already breached before surgery. No add'l info regarding this occurrence the physician noted is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.